Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The user had to manually turn on the host computer to resolve the issue. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.